Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient with an implanted cardiac monitor (icm) presented remotely via merlin.net on (B)(6) 2018 with a tachy episode missing in the (B)(6) 2018 electrogram transmission. Subsequent transmission has been successfully transmitted. No patient issues were reported. The patient will continue to be monitored at regular intervals. No other information was reported.